Manufacturer narrative:
Correction: describe event or problem: it was reported that bd vacutainer® serum blood collection tubes had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 366430 batch no. 8156727 it was reported that strange substances were observed when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. Currently conducting a clinical trial and as part of our procedure, we are using bd vacutainer (product # 366430). We observed strange substances when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. The substances seems to be present only when lot 8156727 was used. This was not observed in other product lot used (8125181 & 8121851). Was there any change in product composition, tube treatment, manufacturing process or other between 8156727 and 8125181, 8121851? Unfortunately, the samples are not available anymore for investigation. The samples were collected from september 2018 to november 2018 from multiple sites. One is in sherbrooke, qc and the three others are in the USA (south dakota, nebraska and florida). I do have a question for you regarding a similar product we have used at other sites as an equivalent product for our needs. 367820 and 367985. They are both in plastic tube and also contain a clot activator (which is not present in the product 366430. Can you tell me what exactly the clot activator is and why it is needed in the plastic tubes and not in the glass tubes? Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 366430 batch no. 8156727 it was reported that strange substances were observed when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. Currently conducting a clinical trial and as part of our procedure, we are using bd vacutainer (product # 366430). We observed strange substances when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. The substances seems to be present only when lot 8156727 was used. This was not observed in other product lot used (8125181 & 8121851). Was there any change in product composition, tube treatment, manufacturing process or other between 8156727 and 8125181, 8121851? Unfortunately, the samples are not available anymore for investigation. The samples were collected from september 2018 to november 2018 from multiple sites. One is in sherbrooke, qc and the three others are in the USA (south dakota, nebraska and florida). I do have a question for you regarding a similar product we have used at other sites as an equivalent product for our needs. 367820 and 367985. They are both in plastic tube and also contain a clot activator (which is not present in the product 366430. Can you tell me what exactly the clot activator is and why it is needed in the plastic tubes and not in the glass tubes?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 366430 batch no. 8156727. It was reported that strange substances were observed when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. (B)(6) is currently conducting a clinical trial and as part of our procedure, we are using bd vacutainer (product # 366430). We observed strange substances when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. The substances seems to be present only when lot 8156727 was used. This was not observed in other product lot used (8125181 & 8121851). Was there any change in product composition, tube treatment, manufacturing process or other between 8156727 and 8125181, 8121851? Unfortunately, the samples are not available anymore for investigation. The samples were collected from (B)(6) 2018 to (B)(6) 2018 from multiple sites. One is in (B)(6) and the three others are in the USA ((B)(6)). I do have a question for you regarding a similar product we have used at other sites as an equivalent product for our needs. 367820 and 367985. They are both in plastic tube and also contain a clot activator (which is not present in the product 366430. Can you tell me what exactly the clot activator is and why it is needed in the plastic tubes and not in the glass tubes?"